Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received a complaint of lower values while using the adc freestyle libre sensor when compared to an hcp meter. On (B)(6) 2020, the customer reported a scan of lo (less than 40 mg/dl) and was transported to the emergency room were blood glucose of 280 mg/dl was obtained on an hcp meter compared to another sensor scan of lo taken performed 5 minutes apart. The customer was treated with an IV and insulin (brand/dosage unknown) for a diagnosis of hyperglycemia. The customer was hospitalized for 2 days. There was no report of death or permanent injury associated with this event.